Event description:
The doctor was attempting to implant the screws to fixate a plate when the screws stopped proceeding and locked into place with the heads not flush. The doctor continued to try and turn the screws in which the screw heads broke off. The shafts of the screws remain in the patient's bone. No secondary surgery is scheduled for screw removal.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. In addition to no device being returned, device history records could not be reviewed because there was no lot number or traceable identification provided. Due to no device being returned and no lot number or traceable identification provided, the root cause for the failure cannot be determined if further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.